Manufacturer narrative:
One gold-tite® square uniscrew was returned for inspection. A visual inspection revealed that the screw was worn at the threads and collar. The drive feature is also worn and stripped. Product was functionally tested. Screw hex is confirmed to be stripped, and will no longer function. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® square uniscrew it is recommended to torque at 32-35 ncm. The complaint of screw loosening could not be confirmed with the information provided. A root cause cannot be determined. UDI# (B)(4).

Event description:
The doctor indicated that the abutment screw abutment and crown became loose and during the removal process the hex of the screw stripped. The screw was removed and will be replaced.